Event description:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia'), device dislocation ('right implant not visible') and device expulsion ('left implant extensively visible in the uterine cavity with projection to uterine isthmus') in a (B)(6) female patient who had essure (batch no. D40632) inserted. Other product or product use issues identified: device difficult to use "insertion on the right more difficult" on (B)(6) 2015. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with device removal and hysteroscopy with curettage and endometrial ablation. On (B)(6) 2020, the device expulsion had resolved. At the time of the report, the menorrhagia outcome was unknown and the device dislocation had not resolved. The reporter provided no causality assessment for device dislocation, device expulsion and menorrhagia with essure. The reporter commented: insertion on the left was easy, 3 coil turns observed; insertion on the right more difficult, 6 coil turns visible. No adverse effects reported following the implantation. Removal of the left essure implant present in the isthmus. The device was not retained for expert assessment. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia'), device expulsion ('left implant extensively visible in the uterine cavity with projection to uterine isthmus'), device dislocation ('right implant not visible') and dysmenorrhoea ('dysmenorrhea') in a 41-year-old female patient who had essure (batch no. D40632) inserted. Other product or product use issues identified: device difficult to use "insertion on the right more difficult" on (B)(6) 2015. The patient's medical history included uterine abrasion, cesarean section and device intolerance. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal and hysteroscopy with curettage and endometrial ablation). On (B)(6) 2020, the device expulsion had resolved. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown and the device dislocation had not resolved. The reporter provided no causality assessment for device dislocation, device expulsion, dysmenorrhoea and menorrhagia with essure. The reporter commented: insertion on the left was easy, 3 coil turns observed; insertion on the right more difficult, 6 coil turns visible. No adverse effects reported following the implantation. Removal of the left essure implant present in the isthmus. The device was not retained for expert assessment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Lot number:d40632 manufacturing date: 2014/12 expiration date: 2017/12/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: essure removal questionnaire was received: patient initials were updated. Medical history provided (2 curettages, twin caesarean delivery and hormonal intrauterine device poorly tolerated). Essure treatment dates were added. Essure removal was done via hysteroscopy curettage and endometrial thermocoagulation; its removal was considered medically necessary due to menorrhagia and dysmenorrhoea (onset date of events was also provided). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia'), device expulsion ('left implant extensively visible in the uterine cavity with projection to uterine isthmus'), device dislocation ('right implant not visible') and dysmenorrhoea ('dysmenorrhea') in a 41-year-old female patient who had essure (batch no. D40632) inserted. Other product or product use issues identified: device difficult to use "insertion on the right more difficult" on (B)(6) 2015. The patient's medical history included uterine abrasion, cesarean section and device intolerance. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2019, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal and hysteroscopy with curettage and endometrial ablation). On (B)(6) 2020, the device expulsion had resolved. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown and the device dislocation had not resolved. The reporter provided no causality assessment for device dislocation, device expulsion, dysmenorrhoea and menorrhagia with essure. The reporter commented: insertion on the left was easy, 3 coil turns observed; insertion on the right more difficult, 6 coil turns visible. No adverse effects reported following the implantation. Removal of the left essure implant present in the isthmus. The device was not retained for expert assessment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kgs. Lot number:d40632 manufacturing date: 2014/12 expiration date: 2017/12/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: essure removal questionnaire was received: patient initials were updated. Medical history provided (2 curettages, twin caesarean delivery and hormonal intrauterine device poorly tolerated). Essure treatment dates were added. Essure removal was done via hysteroscopy curettage and endometrial thermocoagulation; its removal was considered medically necessary due to menorrhagia and dysmenorrhoea (onset date of events was also provided). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('menorrhagia'), device dislocation ('right implant not visible') and device expulsion ('left implant extensively visible in the uterine cavity with projection to uterine isthmus') in a 41-year-old female patient who had essure (batch no. D40632) inserted. Other product or product use issues identified: device difficult to use "insertion on the right more difficult" on (B)(6) 2015. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with device removal and hysteroscopy with curettage and endometrial ablation. On (B)(6) 2020, the device expulsion had resolved. At the time of the report, the menorrhagia outcome was unknown and the device dislocation had not resolved. The reporter provided no causality assessment for device dislocation, device expulsion and menorrhagia with essure. The reporter commented: insertion on the left was easy, 3 coil turns observed; insertion on the right more difficult, 6 coil turns visible. No adverse effects reported following the implantation. Removal of the left essure implant present in the isthmus. The device was not retained for expert assessment. Lot number:d40632 manufacturing date: 2014/12. Expiration date: 2017/12/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.